Event description:
Patient reported the infusion device may have problems with basal delivery. Patient reported experiencing a blood glucose level of about 140 mg/dl, but after about 2 hours the level rises up to 280 mg/dl without drinking or eating. Patient's normal blood glucose level was not provided. Patient stated she changed the infusion set but the issue persists. Patient is currently on the backup infusion device and is not experiencing any issues. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found that could have contributed to the problem mentioned by the customer. All programmed boluses and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced.